Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine check. Upon review, the right atrial lead exhibited lead noise which resulted in inappropriate mode switching. The noise could not be reproduced. The lead was reprogrammed. The patient was stable throughout the check.